Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm and no motor error alarm or motor piston anomaly noted during test. Motor passed motor test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer¿s blood glucose level was 594 mg/dl. Advised to run manual prime with empty pump until piston reaches end of travel. Pump did not alarm with no reservoir. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis.